Event description:
It was reported that an unspecified amount of bd ultra-fine ii¿ insulin syringes had broken needles. The following information was provided by the initial reporter: "some of the needles are broken".

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: no samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that an unspecified amount of bd ultra-fine ii¿ insulin syringes had broken needles. The following information was provided by the initial reporter: "some of the needles are broken."